Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 157446, item name: m2a-magnum mod hd sz 46mm, lot #: 544470, item number: 103203, item name: taperloc por fmrl 9x137, lot #: 030570, item number: 139252, item name: m2a-magnum 42-50mm tpr insrt-6, lot #: 791510. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09698. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 11 years post-implantation due to dislocation. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.